Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in france, on 29-apr-2024 , it was reported that the one infusion set were not adhering long enough and patient had to change earlier than the 7 days expected. No further information available.